Event description:
An international customer reported an event of a "strong chemical smell" (odor) emitting from the sterrad 200 sterilizer. On the evening of (B)(6) 2013, the customer stated a healthcare worker (hcw) opened the system to remove a load and experienced a puff of air. The hcw described the event as containing a "dust sensation in her eye" and as a result the hcw experienced a "burst blood vessel" in her eye and soreness in both eyes. After two days, the hcw went to the emergency department where the physician diagnosed her as having "minor chemical burns to both eyes." The hcw was provided eye drops. On (B)(6) 2013, the hcw went to the ophthalmologist "as her eyes continue to be sore and irritated as a result of this incident." She has no known allergies. The hcw was working in the clean area and ppe is not required. A field service engineer (fse) was dispatched to assess the unit onsite. This complaint is being reported to FDA as a serious injury report for symptoms related to the strong odor.

Manufacturer narrative:
A medifix field service engineer (fse) was dispatched to customer site. The fse checked the oil mist filter and housing, checked the catalytic converter filter, ran a leak back test and ran a full load with the staff. No odor was found. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Additional manufacturer narrative / corrected data: additional service performed and parts replaced: preventative maintenance was performed, vacuum pump oil, oil mist filter and catalytic converter replaced conclusion: other: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, technical report, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (09/07/2012 to 03/06/2013) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from september 2012 through august 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code eye reaction (september 2012 through august 2013) revealed the highest risk is considered as low as reasonably practicable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The hhe (health hazard evaluation) was reviewed for the risk of exposure to residual hydrogen peroxide. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has resulted, or can be reasonably expected to result, in the identified harm under normal circumstances at least some of the time. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. A technical report investigated the effect of fan blockage on residual hydrogen peroxide upon opening the chamber and no correlation was proven. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 200 system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 200 system. No parts were returned for further evaluation. Asp will continue to track and trend this issue.